Event description:
The customer reported that the pt was found extubated, and had expired. The ventilator alarmed with sufficient volume to be heard, however the staff failed to respond. There is no allegation that the device malfunctioned.